Event description:
While plugging in the device, it caused a spark and shut off a monitor at the bedside. When plugged into a different outlet, the device again sparked. The device was not attached to the patient, therefore there was no patient injury. Biomedical engineering was unable to find any problem with electrical outlets or with the device.